Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.